Event description:
The patient was having a laparoscopic cholecystectomy. The pa used the grasper on tissue and the first time it worked fine. He unclamped it, went to grasp the gall bladder, and couldn't because one half of the jaw of the grasper had broken off in the patient. It took one hour to locate the broken piece which had migrated down underneath the uterus. C-arm was used and the patient was exposed to 18 seconds of radiation. A foley catheter was placed to decompress the bladder for better visualization to find the broken piece. Significant uterine and ovarian manipulation was done in order to access the broken piece of grasper. It was eventually found and taken out of the patient's abdominal cavity.op report:"the gallbladder wall was noted to be necrotic making retraction difficult. One davis-geck instrument was being taken out from the lateral-most 5 mm port it was noted that one of the jaws had fallen off and it was not in the 5 mm port. At this point fluoroscopy was used to visualize the missing piece in the pelvis. An additional 5 mm right-sided port was placed in order to aid with the retraction of the bowel in this area, and the piece was eventually found and taken out of the body intact." The procedure was completed.